Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was set on "pause" and it did not go off when they believed that it should and the waveforms were not populating at the cns from the zm telemetry transmitter that the patient was being monitored on. There was no patient injury reported. The patient has already been discharged from the hospital with no injuries or harm from this event. Bme informed nkts that they will monitor the cns to see if it persists. Nihon kohden technical support sent the bme a event investigation guide to provide more details on the issue and patient. The bme emailed into nkts stating that they request to cancel this investigation, since they do not have the patient's name, they cannot do the readmit of the patient to the device to get the information needed and that there have not been any new reports of this problem. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 3: on (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied but could not provide the information.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was set on "pause" and it did not go off when they believed that it should and the waveforms were not populating at the cns from the zm telemetry transmitter that the patient was being monitored on. There was no patient injury reported.

Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that the central nurse's station (cns) was set on "pause" and it did not go off when they believed that it should and the waveforms were not populating at the cns from the zm telemetry transmitter that the patient was being monitored on. There was no patient injury reported. The patient has already been discharged from the hospital with no injuries or harm from this event. Bme informed nkts that they will monitor the cns to see if it persists. Investigation summary: technical support (ts) advised the customer to pull logs should they want nka to investigate the issue. Upon followup, the customer stated that the ticket could be closed as they were not able to provide any additional information and that the issue was no longer occurring. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal similar complaints for the reported device. The root cause could not be determined. Additional information: b4: date of this report g3: date received by manufacturer g6: type of report h2: if follow-up, what type? H6: adverse event problem codes h11: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was set on "pause" and it did not go off when they believed that it should and the waveforms were not populating at the cns from the zm telemetry transmitter that the patient was being monitored on. There was no patient injury reported.